Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a merlin transmission revealed nonsustained right ventricular oversensing. It was determined that the episodes were crosstalk. Recommended programming changes were made and dfts were successful. The device remains implanted.